Manufacturer narrative:
Initially, it was reported two events in which the residents sustained serious injury during the transfer. The events allegedly occurred at the same facility involving two different residents. The records were registered under reference numbers (B)(6) (parent ID). Subsequently, the arjo representative contacted with the customer, during the conversation it was clarified that there was only one incident, which had been reported under the reference (B)(6) (fda9681684-2023-00029). To clarify, the device in question was not implicated in either of the reported events. The record registered under (B)(6) was erroneously reported by the customer.

Event description:
Initially, it was reported two events in which the residents sustained serious injury during the transfer. The events allegedly occurred at the same facility involving two different residents. The records were registered under reference numbers (B)(6) (9681684-2023-00029) and (B)(6) (parent ID).

Manufacturer narrative:
Waiting for additional information regarding the event to conduct the investigation.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that a patient was transferred from a wheelchair to a bed. The caregiver noticed that the patient leg was cut and was bleeding. The laceration required 9-10 sutures.